Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 429688 lead: (B)(6) 2010. D354trg ICD: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient developed a lead infection, endocarditis and escherichia coli sepsis. The implantable cardiac defib rillator (ICD) was explanted and replaced and the leads remain in use. The patient is enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.